Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure from this subcutaneous implantable cardioverter defibrillator (s-ICD) to a bi-ventricular implantable cardioverter defibrillator (ICD) the patient expired when anesthesia was administered. The s-ICD was not extracted.